Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the e360 ventilator leaked air pressure. Patient involvement information was not provided by the customer. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider checked the ventilator and found reported problem. The service provider reconnected all the tubing to resolve the problem. The ventilator is working normally.